Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident.conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the bd vacutainer¿ push button blood collection set had leakage upon drawing blood. No medical intervention or injury reported.